Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21406. The patient received two scs ipgs. It is uncertain which ipg is related to the event. It was reported the patient experienced discomfort at the ipg site due to the ipg being located on the side of the pocket. The patient is unable to charge the ipg as a result of the location which was confirmed by using two different chargers. Surgical intervention is planned to address the issue. Follow-up identified the patient determined the inability to charge was related to the charging system itself as he was able to successfully charge the reported ipg with the second charging system. A new charging system has been sent to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.